Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) took an ambulance to the emergency room (ER). The crt-p exhibited a product performance issue and device therapy was not operating as intended. This crt-p remains in service. No adverse patient effects were reported. Additional information received reported that a device check was performed, and the crt-p was observed operating as intended. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding event cause and initial reporter details, but further information was unable to be obtained.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) took an ambulance to the emergency room (ER). The crt-p exhibited a product performance issue and device therapy was not operating as intended. This crt-p remains in service. No adverse patient effects were reported.